Manufacturer narrative:
Neither the instrument was returned for eval nor the lot number was provided. Therefore, we were unfortunately not in a position to trace back the instrument to its mfg date. Performing a trend analysis. This type of article to the distributor since 2003. We started production of this item in 1970 and MFR a total of approx 50000 pcs a year. So far, we have not been made aware of a complaint of this nature.